Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up keypad button required several presses to elicit a response. The reporter confirmed that there were no cracks or tears to the keypad. It was also reported that the pump was not exposed to moisture. The patient reportedly wore the pump under garments against the body and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings:the pump keypad button symbols were found to be worn but the keypad was intact. The keypad buttons were tested and the up arrow was unresponsive and the contrast button was intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was observed to be dim and discolored with a reddish hue.